Event description:
It was reported that this pacemaker exhibited oversensing of the ventricular activity on the right atrial (ra) lead channel. Technical services (ts) was consulted, and programming options were discussed. No adverse patient effects were reported. This device remains in service.